Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted led. The electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Product analysis of the generator was completed on (B)(4) 2012. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2012 a hospital representative reported that the vns patient had her vns explanted on (B)(6) 2012 due to having breast cancer and needing the device removed for medical needs. She stated that there was no relationship documented in the patient's file between the breast cancer and vns therapy. Attempts for additional information from the physician were made but no further information was received to date. The explanted lead and generator were returned to the manufacturer on (B)(6), 2012 for product analysis that is still underway and has not yet been completed.

Manufacturer narrative:
.